Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. Several batteries were placed inside the insulin pump but no bars appeared with the battery contact. Customer's blood glucose level was 250 mg/dl. The device was not returned.